Event description:
The customer reported that the device illuminated the cp icon. Physio-control evaluated the device and found a malfunction that resulted in excessive current leakage that depleted the internal battery rapidly. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be an electrically leaky filter, designator fl10, on the analog pcb assembly. A replacement device was provided to the customer.